Manufacturer narrative:
(B)(4).the plastic is broke.examination of the returned trial confirms the plastic snap ring is damaged; no other device fracture is found. The trial is heavily worn on all sides, including the inner diameter. The root cause is wear out after over 11 years into distribution. Corrective action is not indicated.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The plastic is broke.